Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after she experienced unexpected post-operative refraction. In follow up it was reported that there were no surgical complications and the patient is doing fine.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was cut in half and had two broken haptics. The appearance of the iol is consistent with a lens that has been explanted from the eye. Visual inspection showed no optical deviations on the optic parts. Because the lens had been cut in half it was not possible to perform diopter verification. The iol passed all acceptance criteria for all tests performed during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power 19.5 diopter of this lot number. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.